Event description:
The suture was used during an abdominal hysterectomy. The original procedure date was unknown. In 2004 the pt was brought back to the or for re-operation due to a dehiscence (suture broke). The pt was re-sutured and the reported pt status is fine.